Manufacturer narrative:
The lot complaint history was reviewed and a (DHR) device history record shows that the product was released per specifications. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample actuated at the expected cracking pressure, the sample was found to be conforming. The (aiv) manifold with cassette was then functionally tested on a console and passed all functional and performance requirements during testing. No anomalies were observed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Event description:
A customer reported that air would not flow through the line during fluid air exchange. The product was replaced and the procedure was completed. There was no patient harm. A product sample was requested for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).